Manufacturer narrative:
The customer reported that patient treatment was not delayed or altered. The sample was rerun and the patient ID was entered manually. The customer called in and states the issue has been resolved and no further update is required.

Event description:
The customer reported that the patient's sticker was scanned and the result didn't cross over to the patient's chart because the 4th digit in the barcode was reported as a 5 when it should have read 6. The sample was then rerun and the patient ID was entered manually.